Manufacturer narrative:
There is a plan of revision surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in oblique l ateral interbody fusion (olif) therapy for degenerative disc disease l2/3 <(>&<)> l3/4. Levels implanted was l2/3 <(>&<)> l3/4. It was reported that the surgeon noticed that plates and screws had backed out of the vertebral bodies. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the surgeon has plan to remove the plates and screws and a posterior fixation at these levels but no operation scheduled yet. The patient is experiencing pain.

Event description:
Additional information was received via manufacturer representative that l1-l3 posterolateral fusion is planned for this patient on 8th september. There is no plan to revise the olif or remove the plate and screws. Posterolateral fusion was preformed with no patient complications.

Manufacturer narrative:
Radiographic image review - 1. Ap x ray l2-3 l3-4 interbody graft, a lateral plate was used at both levels the l2-3 graft appears more backed out than the l3-4, though both are described as cage back out on the image. 2. Both levels appear backed out than with l3-4 backed out further. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.